Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited an intermittent loss of functionality. A system reboot was required to attempt to regain system functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and identified as possibly needing replacement. The system will continue to be monitored. No further conclusion can currently be drawn as further repair info is unavailable and no add'l service info was provided.